Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No frozen screen noted. The insulin pump had a minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 10.5 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.